Event description:
Reporter alleged glucose measured 49 mg/dl, however, customer had no low glucose symptoms at the time. Customer stated retesting back to back with the original result and obtained a reading of 303 mg/dl when tested 3 minutes later. No other actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.